Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While screwing the pinnacle poly into the cup for trials, the surgeon noticed that the screw came off the poly trial. It seems that the little horseshoe type ring holding the screw came off. The surgeon did remove the part from the bottom of the cup. No patient harm, no delay other than 2 minutes to remove the part. Both the screw and horseshoe pin were removed.